Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Written correspondence was sent to the surgeon requesting the outstanding information. Visual acuity loss and hyphema are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon initially reported that an istent procedure was aborted due to blood that compromised visibility. There was no patient injury reported. Clinical follow-up was requested and on 07/28/2017 the surgeon provided the following additional details. The istent implantation was precluded by patient anatomy. The trabecular meshwork was barely visible. Following multiple attempts at implantation there was significant bleeding; however, the bleeding was easily controlled during surgery. On postoperative day one, there were trace red blood cells with a bcva of 20/20. On postoperative day two, the patient experienced sudden loss of vision with 60% hyphema. The hyphema resolved in two days and the bcva was measured at 20/20. Currently, the patient¿s glaucoma is controlled with two medications, and the prognosis was reported as excellent.